Manufacturer narrative:
Mentor received additional event information that the patient¿s device implantation date was (B)(6) 2001, and device details were provided. The corresponding entry fields have been updated for this medwatch report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A discrepancy between device manufacture date and device implantation date has been noted. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient (stated race as (B)(6)) who underwent a breast augmentation revision with unknown smooth mentor gel breast implants experienced bilateral rupture of implants and unexplained systemic symptoms postoperatively, including chronic fatigue, memory issues, hypertension, low moods, and hair loss. The patient noticed asymmetry and distortion with the implants, and rupture was discovered when the patient underwent explantation and replacement with non-mentor (sientra) breast implants on (B)(6) 2017. This medwatch report is for the left-sided implant.